Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 1627487-2019-04640. It was reported that the implant procedure was abandoned due to the patient being too uncomfortable to continue on (B)(6) 2019. No products were implanted.

Event description:
Manufacturer reference report: 1627487-2019-04640.